Manufacturer narrative:
During inspection and testing of the returned device, service also found that due to damage on the lever mount, the forceps control lever did not move smoothly. Due to damage on the forceps elevator knob, the knob rotated concurrently. Switch #1 had a cut. The device was leaking due to a pinhole in the instrument channel. Due to the clogging of the air/water tube, the water supply volume was out of specification. Due to the clogging of the nozzle, the amount of water contact was out of specification. Due to damage on the charge-coupled device unit, the image was rough in appearance. The acoustic lens was scratched. There was a chip in the adhesive area between the distal end and the light guide cover. The nozzle was dirty. The adhesive on the bending section cover (a-rubber) had a discolored area. The connecting tube was wrinkled. Due to wear of the angle wire, the bending angle in the down direction did not meet specification. The ultrasonic probe was loose. The instrument channel was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing of the subject device after a procedure, it was noted the device had a pinhole and was leaking. There was no patient or user injury due to the event. The device was reportedly inspected prior to using the device during the last procedure and there was no damage noted. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the acoustic lens surface was damaged, and there was a gap in the adhesive on the acoustic lens surface. In addition, the air/water channel and the nozzle were found to be clogged with foreign material. This report is being submitted for the damage and gap in the adhesive on the acoustic lens surface, and the foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility, and to provide additional information regarding the evaluation of the device. The user facility was not able to successfully reprocess the subject device. During inspection and testing of the returned device, the repair technician was not able to remove the foreign material from the nozzle or the air/water tube. Those parts had to be completely replaced to address the issue. Therefore, the foreign material was not able to be identified.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged acoustic lens likely occurred due to stress and/or handling the device. Due to the air leak from the instrument channel, the foreign material may have not been removed causing the reprocessing process to not be performed properly. However, a definitive root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.